Event description:
Foot of table extension broke causing table extension to go into sharp reverse trendelenberg and stop abruptly when contact made with floor. Replacement part being shipped form california, but has not arrived as of today. Table has been out of svc since the incident.